Manufacturer narrative:
Insulin pump was received with protruded and loose drive support disk. A prime alarm occurred during the basic occlusion test due to protruded and loose drive support disk. Insulin pump received with a minor scratch on display window, cracked battery tube threads, broken reservoir tube lip and cracked reservoir tube.

Event description:
It was reported that the insulin pump sent an error alarm. The customer's blood glucose was 139 mg/dl. Insulin was squirting out during the manual prime process. After the alarm, the rewind message occurred and the customer was unable to exit the loop of preparing to prime. The customer stated that the drive support cap was sticking out. The customer did not press the cap while connected to the device. The discontinuation of the device was advised. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.